Event description:
It was reported that the user observed blood in the tubing at the infusion site while using an ilet with a contact detach steel infusion set shortly after a full supply, and was advised that the bleeding could be related to the selected insertion location and to monitor glucose. Symptoms included elevated glucose, with concurrent meter and dexcom readings of 184 mg/dl. Outcomes included user self-monitoring and consideration of changing the infusion site. Investigation included troubleshooting and education by support with no device alerts or alarms reported. Investigation of this case revealed no confirmed device malfunction and suggested a site-related issue such as capillary puncture as a plausible contributor. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.